Manufacturer narrative:
Device eval of monitor (B)(4) and belt (B)(4) have not been completed. The equipment has not been returned to zoll. The last pt data download was (B)(6) 2013. Review of the data indicates that the device was fully functional and able to detect and treat. No download data is available after (B)(6) 2013. At this time, it is unk if the pt was wearing the device at the time of death. The events leading to the pt's death are unk. Device manufacture date - monitor: 02/2003; belt: 06/2008.

Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt had passed. The pt's son stated that the vest 'caused an issue' with the pt's passing but was unable to provide further detail surrounding the event.